Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer alleges that she purchased item from (B)(4) and when it was delivered the right brake does not lock. Said she tightened it. Still did not work. Consumer was not certain about the model number, serial number or date code. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.